Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring.

Event description:
It was reported that the retainer ring that holds the reservoir had a crack. Customer's blood glucose was unknown at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.